Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-00208, 00210, 00211. Zimmer biomet complaint number: (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Lot number unknown / not provided. PMA/510(k) number not available. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implants on (4) unknown teeth sites were removed due to fracture and peri-implantitis. Symptoms of the event: inflammation and pain.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
It was reported that 4 implants were removed due to fracture and peri-implantitis. However, 2 of the 4 implants were not returned and have been reported as unknown implants. One (1) impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) and one (1) imp, tsv, 4.1mm, sbm, 8 (tsv4b8) were returned for investigation, visual evaluation of the tsv4b8 identified a fracture at the collar. For the tsvb11, no damage or signs of malfunction that would contribute to the event were identified; however, there was damage identified from the removal process. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Similar complaints for peri-implantitis have been previously investigated. Refer to attached summary investigation. Functional testing to recreate the reported events could not be performed due to the nature of the devices & events. Pre-existing condition noted on the per was moderate bone density (type ii). The reported devices were at an unknown tooth location (unknown dental notation system) for approximately 4 years, 7 months. The customer did not provide x-rays or images. Appropriate documents were reviewed: DHR review was completed for the subject lot number 63391411 [tsvb11] & 62693141 [tsv4b8]. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record, st3035 [tsvb11] & st2509 [tsv4b8], was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot numbers for similar events and no other complaint was identified. Unknown implants (x2): DHR, sterilization, and complaint history review could not be performed, as the subject lot numbers associated with the reported products is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. February post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information: unknown implant device malfunction could not be confirmed/verified, and the reported event of fracture remains unverifiable due to the product not being returned. The reported event of peri-implantitis is non-verifiable.